Manufacturer narrative:
The device history record (DHR) review of the reported lot number confirmed that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself in two fragments; the proximal fragment was approximately 186.5cm long and the distal section was approximately 13.5cm long. Visual and microscopic analysis of the returned device revealed the guidewire was bent 1.0cm and 5.0cm from its proximal end and along its proximal nitinol section, the distal nitinol and core wire were separated, and the polytetrafluoroethylene (ptfe) coating was peeling on several places between approximately 20.0cm to 43.0cm from its proximal end. Additional information indicated the device was confirmed to be in good condition, prepared per dfu, and resistance was encountered during advancement. The cause of the reported resistance could not be determined due to the condition of the returned device. Based on the information available and analysis of the returned device, it appeared the torque device was dragged down the ptfe and the observed peeling ptfe coating likely occurred from an insecurely tightened torque device. Per the dfu, securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." The separated nitinol and core wire and bent nitinol likely occurred due to manipulation of the guidewire after resistance was met. Per the device dfu, "always advance or withdraw the guidewire slowly and carefully. Never advance, auger, withdraw, or torque a guidewire which meets resistance. Resistance may be felt and/observed under fluoroscopy by noting any buckling or prolapse of the guidewire tip. Excessive force against resistance may result in damage to the guidewire, such as separation of the guidewire tip, damage to the interventional device, and/or vessel perforation. Determine the cause of the resistance under fluoroscopy and take any necessary remedial action." As such, a cause of use error was assigned to the as reported/as analyzed guidewire distal end broken/fractured and to the analyzed guidewire ptfe peeling, bent nitinol and nitinol and core wire separated.

Event description:
It was reported that the guidewire distal end broke while being advanced through the microcatheter. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the guidewire distal end broke while being advanced through the microcatheter. There was no clinical consequence to the patient as a result of this event.